Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and borderline diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 675 mg/dl. Customer wanted to report that in the past months, insulin pump had been received insulin flow block alarm. There was an incident recently on saturday that he ended up in the intensive care unit. Customer currently on manual insulin since sunday. The customer was experienced symptoms such as nausea, dehydration borderline diabetic ketoacidosis and difficulty in breathing as a result of high blood glucose. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose. Customer stated that they were treated with insulin drip at the hospital. The customer was not on auto mode at the time of hospitalization. Based on customer report customer does not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir and reported that there was no air bubbles or leakages. Advised customer to call back to continue troubleshooting with insulin pump once he received the tubing clamp. The insulin pump will not be returned for analysis.